Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited noise on both the right ventricular (rv) and right atrial (ra) leads. The noise on the ra lead was oversensed which resulted in inappropriate atrial tachy response (atr) episodes. Lead measurements were stable, and the noise was unable to reproduced. The physician will continue to monitor. This pacemaker has since been explanted due to normal battery depletion. A new device was implanted and remains in service. No adverse patient effects were reported.the returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited noise on both the right ventricular (rv) and right atrial (ra) leads. The noise on the ra lead was oversensed which resulted in inappropriate atrial tachy response (atr) episodes. Lead measurements were stable, and the noise was unable to reproduced. The physician will continue to monitor. This pacemaker has since been explanted due to normal battery depletion. A new device was implanted and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.